Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for sfx,5.5,ti, med, size a5 was conducted identifying that lot number om8677 was released in a single batch. Lot qty of 96 units were released on august 19, 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the sfx 5.5 mm ti, medial series telescoping cross connector assembly was received at us customer quality (cq) with no signs of any visual defects. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was not completed as there was no defect found with the device. Document/specification review: the following drawing(s) was reviewed; sfx 5.5 mm ti, medial series telescoping cross connector assembly conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the rods fractured at t12 level and screws broken at l5 level. Revision surgery to replace rods and extend construct to s1 and pelvis was performed. No problems during procedure. This report is for one (1) sfx, 5.5, ti, med, size a5. This is report 8 of 8 for (B)(4).